Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, genital haemorrhage, menorrhagia, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously reported insertion date was (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event genital bleeding was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menorrhagia, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was replaced and device category updated from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), cysts, fibroids, did not undergo confirmation test. Reporter information, aka name were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.